Event description:
A cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl during the event, indicating there was no adverse impact. Technical support decided to replace the pump after confirming the issue was linked to consecutive cartridges.